Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval confirmed (through the history log) but did not reproduce the sys error 322. The device was operating out of spec. Past repairs have shown the upper and lower auxiliaries to be the failing components. The system error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Upper and lower auxiliary assemblies were replaced. Baxter has initiated a CAPA to further investigate sys error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported there was no pt injury.